Event description:
It was reported the patient returned for a staged left renal angiogram and embolization procedure. A 6f angio seal sts plus device was deployed in the right femoral artery. Five days later the patient experienced right leg heaviness and pain. The next day the patient returned to visit the cardiologist and a vasulcar surgeon. An angiogram and an attempted thrombectomy of the leg was followed by surgery. The patient recovered in the intensive care unit following the surgical admission. Attempts to obtain more information have been unsuccessful.

Manufacturer narrative:
No product was returned for evlauation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio seal device instructions for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU also statd if repuncture at the same location of previous angioseal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.